Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited false elective replacement indicator. The message was cleared. The patient was in stable condition.